Event description:
It was reported that there was an alert for high out of range pace impedances, on the left ventricular (lv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p). The lv lead from another manufacturer, tested fine and was programmed back to bipolar sensing and pacing configuration. However the alert was triggered again. Technical services suggested to test the lead again and if it tested fine again, to program the configuration as unipolar pace and bipolar sense. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that there was an alert for high out of range pace impedances, on the left ventricular (lv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p). The lv lead from another manufacturer, tested fine and was programmed back to bipolar sensing and pacing configuration. However the alert was triggered again. Technical services suggested to test the lead again and if it tested fine again, to program the configuration as unipolar pace and bipolar sense. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.